Event description:
A dissection occurred during implantation of a 3.0mm diameter x 26mm length resolute integrity (rx) drug eluting stent in the prox lcx of a patient. Two other resolute integrity stents were implanted to treat the dissection. No further complications were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).